Manufacturer narrative:
Engineering evaluation - visual inspection of the device showed the leading olive had pulled off the delivery catheter. No damage was seen on the leading end of the delivery catheter guide wire lumen. The findings from the investigation showed no evidence of a bond for the leading olive to the delivery catheter on the polyimide guide wire lumen. The findings from the evaluation are consistent with the reported observations. The root cause for the olive separation from the catheter is due to a lack of bonding between the leading olive and the delivery catheter. The review of the manufacturing paperwork verified that the lot met all pre-release specifications leading olive separation. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A trunk-ipsilateral leg endoprosthesis was implanted with no issues. A contralateral leg endoprosthesis was then deployed, and its delivery catheter was withdrawn. During withdrawal, leading olive was detached from the catheter. The physician reported that the patient's anatomy was not tortuous, there was no bend of guidewire, and no resistance was felt during the withdrawal. The physician was able to remove the leading olive using snare technique. The procedure was then concluded. The patient tolerated the procedure.